Manufacturer narrative:
The returned auxiliary 02 and suction module has been investigated by performing a simulated-use test. The reported leakage from the unit could not be reproduced. The auxiliary 02 and suction module was found to be working within specification and without deviations. We are not able to determine the root cause for the experienced event.

Event description:
(B)(4).

Event description:
On 03/11/2016 08:13 am (gmt-5:00) added by (B)(6): it was reported that before use on a patient, the auxiliary 02 and suction module on the anesthesia workstation had a leakage, and would only generate a small amount of vacuum. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4)